Event description:
Affiliate reported that the device was revised due to inflammatory symptoms. The valve remained in place. A culture sample was taken and the peritoneal catheter was positive for ralstonia pickettii. The ventricular catheter was negative and csf was also negative. They think that the contamination must have occurred during the operation in (B)(6). In (B)(6), the pt developed symptoms of abdominal obstruction and they have to do a laparotomy. Infection was still present around the peritoneal catheter.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.